Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated her blood glucose was low at 50 and 39 mg/dl and sensor was reading 172 and 107 mg/dl. The customer also reported that the morning of the call, her blood glucose level was 40 mg/dl and the threshold suspend did not activate. She treated by drinking juice. The customer was advised that the alarm was not triggered because the sensor was reading higher than her actual blood glucose level. The customer mentioned she had been in the hospital for 6 days but it was not related to diabetes but related to her bladder. Troubleshooting for sensor was done and current sensor glucose was 164 mg/dl while blood glucose was 144 mg/dl.